Manufacturer narrative:
The devices were not returned for analysis. The lot history records (lhr) for these products could not be reviewed nor similar incidents reviewed because the products were not returned for evaluation and the lot numbers were not reported. It was reported that the proglide devices were placed in a parallel technique. It should be noted the the the electronic perclose proglide instructions for use (eifu), states, note: the second device should be rotated approximately 30 degrees towards the patient¿s left side. It is not known if the IFU violation contributed to any difficulty. The patient effects of hemorrhage/bleeding, dissection, obstruction/occlusion, perforation of vessels, and pseudoaneurysm are listed in the electronic perclose proglide instructions for use (eifu) as potential adverse events of use of the device. Based on the article information, a conclusive cause for the reported hemorrhage, perforation, dissection, pseudoaneurysm, and occlusion, and the relationship to the product, if any, cannot be determined. Based on the article information, a conclusive cause for the reported difficulties and patient effects, and the relationship to the product, if any, cannot be determined. The additional procedural treatments/interventions were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostar device referenced in is filed under separate medwatch report number. The additional patient effect of death referenced is captured under a separate medwatch report number. Literature attachment: article title "vascular complications among patients undergoing trans-femoral transcatheter aortic valve implantation: prostar vs proglide parallel technique" estimated date medical device problem code 2017- failure to follow steps/ instructions.

Event description:
This study compared the results of a transfemoral transcatheter aortic valve implantation (tavi) using proglide devices with the parallel technique versus using a prostar device to close the femoral artery. The intention of this study was to compare the complication rates between the two methods. Two proglide devices were placed in a parallel fashion in all large bore access sites. One prostar was placed at all large bore access sites. The rate of complications were low in both groups; however, included hemorrhage, vascular perforation, dissection [proglide only], pseudoaneurysm and occlusion requiring additional medical intervention, closure devices [proglide only], transfusions or surgical intervention. Mechanism of device failures linked to the complications included occlusion [back wall stitch], entanglement [proglide] and closure device failures [unspecified failures /failure to achieve hemostasis] additionally the article reported that there are significantly lower rates of in-hospitality mortality associated with proglide than prostar. The article concluded that use of parallel proglide suture technique showed comparable rates of vascular complications with prostar. Specific patient information is documented as unknown. Details are listed in the attached article, "vascular complications among patients undergoing trans-femoral transcatheter aortic valve implantation: prostar vs proglide parallel technique"